Manufacturer narrative:
Unit received with critical pump error and pump error 35 due to moisture damage to force sensor. Unable to verify rewind anomaly or prime anomaly due to critical pump error. Unit received with corroded electronic assemblies, corroded battery tube and corroded motor home switch. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a rewind anomaly. The customer¿s blood glucose level was 8.5 mmol/l. The customer states that the pump not rewinding multiple times. Advised customer the pump will need to be replaced. Advised customer to discontinue use of the pump and revert to back up plan. The insulin pump will be returned for analysis